Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose level was 35 mg/dl. Customer experienced symptoms such as shaking. Passed out. Customer was treated with glucose tablet and was in emergency room. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode. Customer stated insulin pump was not over delivering. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The incident date information has been updated which incorrect with initial report. The updated information has been included with this report.

Event description:
It was reported that customer was hospitalized due to low blood glucose on march 23, 2020 with blood glucose level of 35 mg/dl.